Event description:
Report of dialyzer reactions 7/28/94 through 8/12/04. All dialyzers new, no reprocessing done in unit. There were 2 instances with the first dialyzer type. First occurrence: 8/10/94. Pt age: 19, pt sex: m. Reaction occurred < min into treatment. It was the second treatment using this dialyzer type. Symptoms: light dyspnea, pounding in head, blurred vision. Dialysis stopped, symptoms subsided within 5 mins. Dialysis resumed with a different type of dialyzer, without incident. Second occurrence: 8/12/94. Pt age: 68, pt sex: m. Reaction occurred 12 min into treatment. It was the third treatment using this dialyzer type. Symptoms: heat sensation around mouth and numbness, light dyspnea, bp dropped to 82/44, chest pressure. Dialysis stopped, symptoms subsided. Dialysis resumed with a different type of dialyzer.